Event description:
In this case, it was reported that the tricuspid valve was explanted after an implant duration of approximately 5 years due to severe tricuspid stenosis. Per the operative findings, the previously placed prosthetic tricuspid valve had thickened all three leaflets and it was moderately calcified. The previously placed tricuspid tissue valve was explanted and it was replaced with a 25 mm edwards magna bovine pericardial valve. After coming off bypass, there was a very low (3-4 mmhg) pressure gradient across the tricuspid valve. The cvp was 18 mmhg in the beginning of the case, and it was 12 mmhg at the end of the case. There was no tricuspid regurgitation. Of note, after closing her chest in the operating room, intra-operative chest x-ray demonstrated a piece of explanted tissue valve wire remained in the pericardium. The chest was re-explored, without her leaving the or, and the pericardial cavity was investigated, using fluoroscopy and a magnet. However, after searching for 2 hours, they could not find it, most likely due to the pericardial adhesions, and it was determined that further search increases more risk, than benefit. Therefore, the chest was closed. The chest CT scan was taken after her recovery, and confirmed that the approximately 1. Cm long wire from the explanted porcine tissue valve remains in the posterior pericardial cavity, near the oblique sinus. This entire process was explained to her and her daughter. She understood well and agreed to leave the material, since it is not possible to explant the piece, even if they go into her pericardial cavity again in the future. The patient was discharged in stable condition.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported findings could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be conclusively determined, it appears that the stenosis was likely caused by the thickened and calcified valve leaflets. Non-calcific bioprosthetic tissue degeneration (e.g. Leaflet thickening) is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. Furthermore, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.